Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact on the customer's blood glucose level. The customer turned off their pump prior to calling into technical support and couldn't confirm fault ID. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.